Event description:
It was reported that the user experienced hyperglycemia while performing a first-time supply change that took over 30 minutes and after consuming a heavier carbohydrate meal, after which the user reconnected to the ilet and insulin delivery resumed; the highest reported blood glucose during the incident was 233 mg/dl, the ilet did not issue a high or low alert, and no assistance or medical intervention was required. Symptoms included feeling fine. Outcomes included no injury, no medical treatment, and resolution after reconnection. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no alerts generated, with hyperglycemia temporally associated with the prolonged supply change and meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.